Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced an issue with the sensor, new sensor inserted, but displays "no restarts". The sensor was inserted into the thigh which is off label usage of the device on (B)(6) 2026 before midnight the patient went to bed while the sensor was still in the warm-up process. At around 3:30 a.m. On 06/12/2026, the patient woke up and saw an alert on his phone indicating ¿no restart.¿ around the same time, he was experiencing nausea and vomiting. He manually checked his blood glucose level and recorded a reading of 415 mg/dl. The patient removed the sensor and did not apply a new one due to lack of supplies. As a result, he did not receive the necessary insulin from the omnipod system because the sensor was not functioning. At approximately 9:00 a.m., the patient´s grandmother took him to the hospital, as he continued to experience nausea and vomiting. At the hospital, he received insulin treatment via intravenous (IV). His blood glucose levels were subsequently monitored through fingerstick testing, and he was later given manual injections of long-acting insulin and diagnosed with diabetic ketoacidosis (dka). The patient was admitted and later discharged on (B)(6) 2026. At the time of the report the patient was fine. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.